Manufacturer narrative:
In response to the customer complaint biomérieux conducted an internal investigation. A review of the customer¿s data determined the vitek® ms fine tuning was not optimal; the fine tuning s/n values were over the acceptable value. The s/n values obtained by the customer¿s vitek® ms were 513 and 420, the expected s/n value was 20. Additionally, the data review determined the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values are heterogeneous. The root causes identified were lack of maintenance associated with the fine tuning and non-optimal spot preparation.

Event description:
A customer in (B)(6) notified biomérieux of the potential misidentification of a patient respiratory isolate in association with the vitek® ms instrument (ref.410895, serial number (B)(4)) and knowledge base (kb) version 3.2. The vitek® ms identified the patient isolate as streptococcus pneumoniae with confidence level of 97.5%. The customer also tested the patient isolate using the optochin disc test method and obtained a resistant result, indicating the isolate was not streptococcus pneumoniae. A biomérieux field application specialist (fas) visited the customer site and tested the isolate using the primary culture with an age of three (3) days and on a subculture with an age of one (1) day. The isolate was cultured using 5% sheep blood agar. The fas performed numerous spot preparations using the customer¿s vitek®ms instrument; the majority of the tests obtained low discrimination results of streptococcus pneumoniae and streptococcus mitis/streptococcus oralis. However, two (2) spots obtained a single choice of streptococcus pneumoniae with confidence levels of 98.6% & 99.9%. There is no indication or report from the laboratory that this event led to any adverse event related to the patient's state of health.